Event description:
Rptr stated working space had not been cleared prior to sculpting; small pupil, dense nucleus, scleral burn occurred. Sutures were needed to close. Pt has 6 diopters of astigmatism with corneal edema. System and handpiece have been used since without problem.